Event description:
Information was received indicating that a smiths medical pump presented with cassette not attached properly error. There was no patient present at the time of the event. There was no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern was unable to be duplicated. Service will replace the downstream occlusion (dso) sensor as a preventive measure. Service will also perform a full preventive maintenance and functional test. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.